Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt that was generated by the unicel dxl 800 access instrument. The accu tni result was 11.1ng/ml. There is no info if the result was reported out of the lab. On the same day, the pt original sample was re-tested for accu tni; the result was 0.07ng/ml. The customer did not receive any report of pt injury that can be attributed to or connected with this event.